Event description:
It was reported that during an unknown time, there was an incomplete mesh on the side with the gear. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the pre-repair test could not be done due to the damaged comb and the comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the event.